Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperative pump head module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software (B) (4) that is categorized as colleague 2006. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: during product evaluation, a pump with a condition of "an inoperative pump head module (phm) keypad" was discovered on channel c. Inspection of the device revealed the condition was caused by a defective phm keypad. To correct this condition, the phm was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA-(B) (4).